Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 3 months, 1 day post transfemoral tavr procedure with a 29mm sapien 3 valve, the valve presented stenosis. The patient underwent a successful valve in valve procedure with a 26mm sapien 3 ultra resilia valve. Per additional information received, the patient presented shortness of breath with a mean gradient of 56.5mmhg and a peak gradient of 97.9mmhg. The valve area/index of the failed valve was 0.54 cm2. The leaflets were calcified with limited mobility. The patient was discharged home. During the valve in valve procedure, the balloon on the 26mm commander delivery system burst circumferentially during valve deployment at full inflation with +1cc. During withdrawal, there were difficulties. However, the balloon was able to be pulled back into the 14fr esheath+ and removed. A new 14fr esheath+ was inserted. The patient was stable and the esheath+ was removed with successful groin closure. The patient was sent to recovery. There was no injury to the patient. Per report, bav was performed pre-implant. Valve alignment was performed in a straight section. Per images received, the distal tip of the balloon was separated.

Manufacturer narrative:
Investigation is still ongoing.